Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, remedial therapy with exmer was discontinued and the event of peritonitis had resolved.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2011, the patient began treatment with extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, 2.5% therapy (dose and frequency not reported). On (B)(6) 2011, the patient began dianeal pd2 ultrabag 1.5% therapy (dose and frequency not reported). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient began remedial therapy with exmer (1gm, twice daily, IV). The cause of the peritonitis was unknown. At the time of this report, dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing and the event of peritonitis was resolving. Concomitant medications were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag and extraneal viaflex therapies.